Manufacturer narrative:
The device has been returned for evaluation. The evaluation and investigation will continue, and a follow up report will be issued upon completion. See scanned pages.

Event description:
The user facility reported the following incident: when the initial kalix ii size 10 was implanted into the sinus, the implant would not open. A second kalix ii size 10 was used to complete the surgery. No patient injury was reported, and the surgery time was reported not increased.